Event description:
During a bunionectomy, the threads of a 4.0mm cannulated screw peeled. During insertion, the screw went through the first metatarsal and through the medical cortex of the second metatarsal. As the screw was going through the lateral cortex, the screw threads peeled. Screw was removed and the threads remain in the patient.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.